Event description:
As reported by the user facility forwarded by bbm sales organization (B)(4): over infusion: 100 ml cordarone was started at 10 am infusion rate 4 ml/h. Infusion bag was empty at 8 pm, equal to double rate. Set used is (B)(4), no batch number available. Reference MFR report # 9610825-2013-00332.